Event description:
It was reported that during the right internal artery procedure, during post dilatation, the pt experienced hypotension that was treated with dopamine, atropine, and neosynephrine. Hypotension resolved on (B)(4) 2010. Hospitalization was prolonged. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Hypotension may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed ot the outcome of the procedure. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.